Event description:
It was reported that a patient experienced peritonitis while travelling coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. It was unknown whether the patient was hospitalized for the event. The treatment and outcome of the peritonitis was not reported. Action taken with pd therapy was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a break in aseptic technique which was further described as a touch contamination. The peritonitis was manifested by abdominal pain. The day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Fourteen days after the hospitalization started, the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.